Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-04575; 2017865-2020-04576. It was reported that the patient presented in the hospital with a valve infection and shortness of breath. There is no known allegation from a health professional that suggests the infection was related to the dual chamber pacemaker system. The patient was admitted to the hospital for an explant procedure. The patient was in stable condition.